Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was turning off 10 minutes after powering up. A field service engineer (fse) did remote support service (rss) into station and watched for 40 min to verify the issue. Once nursing started to use station, witnessed station go to white screen and relaunch app. Then the fse checked all the cables and rerouted, then ran hardware test application (hta) and released all the cubies in all drawers in main and aux and cleaned out foil debris. Then reseated the cables and tested all drawers and cubies. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es turned off 10 minutes after powering up. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.